Event description:
It was reported that five months after patient left hip replacement, her incision at groin area was very sensitive. Patient is having difficulty walking, can¿t ride, can¿t bend and is in constant pain. Patient also claims that her sex life was ruined.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown stryker left hip. Additional information has been requested and if received, will be provided in the supplemental report. Remains implanted.

Manufacturer narrative:
(B)(6). An event regarding pain involving an unknown stryker hip was reported. The event was not confirmed. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Conclusions: the event could not be confirmed nor the root cause of the reported patient pain determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported that five months after patient left hip replacement, her incision at groin area was very sensitive. Patient is having difficulty walking, can't ride, can't bend and is in constant pain. Patient also claims that her sex life was ruin.